Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The broken thrust bearing tab was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the broken thrust bearing tab. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a long lesion located in the proximal to mid segments of the right coronary artery that was a chronic total occlusion with distal filling from the left anterior descending coronary artery. The indeflator went up to 18 atmospheres but the clear plastic body of the indeflator broke and the balloon was unable to be deflated. Another indeflator was used to properly deflate the balloon. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.